Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in a procedure the same day (female patient; age and weight unknown). According to the complainant, the outer coating of the jagwire broke during the procedure. The outer coating of the jagwire did not break off into the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the jagwire device revealed that the sheath was corrugated and torn. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The cause of failure could not be determined.